Event description:
After 2h50 minutes of treatment with an ak 96 machine, the patient complained of sweating and general discomfort. The blood pressure was measured at 60/40 mmhg and the blood sugar was measured at 4.4 mmol/l. The patient's blood pressure gradually increased after 40 ml of 50% glucose injection was given intravenously and normal saline was reinfused. It was reported that the patient requested to end the treatment. During the patient's weight measurement (weights not reported), it was found that the preset total ultrafiltration volume had been completed, but the cumulative ultrafiltration volume shown by the hemodialysis machine did not match the actual ultrafiltration volume. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.